Event description:
A malfunction, identified by code malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset instructions, after which the malfunction did not recur. The customer was advised to monitor the device and contact support again if the issue reappears, which the customer acknowledged and understood.